Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video slice (vsl) and universal (unit) controller card (ucc). The system was tested and verified as ready for use following the replacements. Isi has requested the vsl and the ucc involved with this complaint be returned but they have not yet been received. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 307 pointing to the vsl. An event verification confirmed the procedure was performed on the reported event date. This complaint is being reported as a reportable malfunction event due to the following conclusion: the customer converted to laporoscopy prior to the start of the procedure after ports placement due to system non-recoverable errors. While there was no harm or injury to the patient, system unavailability after first port incision could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR field information: follow-up was attempted, but the patient information for blank fields in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start post anesthesia of a da vinci-assisted surgical procedure, the system was showing the preventive maintenance message on the screen. The technical service engineer (tse) reviewed the logs and noted error 84 on the video slice (vsl2). The tse asked the customer to reboot the system and the customer stated that the system booted up with non recoverable error 307 after power cycle. The tse suggested to perform hard power cycle for the vision side cart (vsc) as the error 307 pointing to the vsl2.the customer confirmed that the error persisted after hard power cycle. The customer was asked to perform one more hard power cycle with reset of fiber optic cable, but the issue remained the same. The procedure was converted to laparoscopy with no report of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20th march, 2022: the issue occurred 2-3 minutes after docking, while the surgeon was taking control of the master tool manipulator (mtms). The system functionality was checked upon powering on and the system encountered intermittent errors 252 and 307. The procedure was converted to laparoscopy. It is unknown if the patient was able to tolerate the conversion and if there was any intra-operative or post-operative complications. The patient demographic information is requested but unavailable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal (unit) controller card (ucc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated the customer reported complaint. The ucc was installed and tested on the pca test system. The psc was not seen on the laptop app. The ucc was removed from the system and tested at the bench. The ucc was unable to power on, there was only the 12v-ok led, there was no other power regulators. This board had a power issue. Isi also received the video slice (vsl) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated the customer reported complaint, but the source of the issue was the ucc. The vsl was tested and there was nothing wrong with this board.